Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having backup battery (ebb) fault alarms. The ebb was reseated, and no further alarms were reported as of 03nov2023. On 08nov2023, the clinician informed that the ebb fault remained ongoing and that the patient would be having it replaced. Replacement of the ebb also did not resolve the alarms. Ultimately, the system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed during the evaluation of the returned system controller (B)(6) and the 11v backup battery, serial number (B)(6). A compromised pcb (printed circuit board) component in the 11v backup battery was confirmed. As a result, a battery unclear charge status was communicated to the system controller which activated a backup battery fault alarm. The backup battery was still able to support the returned system controller and a test pump during analysis. A specific root cause for the compromised component was not able to be determined. Review of the device history record for the system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The backup battery, serial number (B)(6) was received into inventory on 26jan2023. The heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.